Event description:
On (B)(6) 2024, this patient underwent endovascular procedure to treat an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that it was a normal endovascular access to prepare for a delivery of the main body to the lower renal artery via an 18fr gore® dryseal flex introducer sheath. The rlt281414/27042944 device was delivered followed by an angio run. The physician decided that the device was positioned slightly high; so, it was reconstrained and moved a few mm lower, and reopened until a hard stop was reached. The angio run confirmed that the device was below the lower renal artery. Then, the device was cannulated via normal technique, confirmed cannulation, confirmed position below renal artery again, and then confirmed length of contralateral leg device. Reportedly, contralateral leg endoprostheses were delivered via the sheath taken up into the gate. Then, the physician completed the ipsilateral extension before proceeding to balloon the proximal neck and all overlaps and distal seal zone. The completion run showed that there was no endoleak, however the device was covering both renal arteries and had proximally migrated 15mm. It was reported that the right renal artery was stented; however, the left renal artery was unable to be accessed after both femoral and brachial attempts.

Manufacturer narrative:
Code: c21: a review of the manufacturing record for the device is going to be conducted. The device remains implanted and is not available for investigation. Evaluation is in process. Further information will be provided. Images are going to be provided for analysis. Additional information was requested. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B6: imaging evaluation result. C19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include but are not limited to improper component placement, component migration, occlusion of device or native vessel and renal complications (e.g., artery occlusion). Additional considerations for patient selection include but are not limited to: patient's anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcium and/or plaque may compromise the fixation and sealing of the implantation sites.

Manufacturer narrative:
B5: the event description was updated. B6: cta information was updated. B7: medical history was updated. H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Images will be provided for analysis.

Event description:
On (B)(6) 2024, this patient underwent endovascular procedure to treat an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that it was a normal endovascular access to prepare for a delivery of the main body to the lower renal artery via an 18fr gore® dryseal flex introducer sheath. The rlt281414/ (B)(6) device was delivered followed by an angio run. The physician decided that the device was positioned slightly high; so, it was reentrained and moved a few mm lower, and reopened until a hard stop was reached. The angio run confirmed that the device was below the lower renal artery. Then, the device was cannulated via normal technique, confirmed cannulation, confirmed position below renal artery again, and then confirmed length of contralateral leg device. Reportedly, contralateral leg endoprostheses were delivered via the sheath taken up into the gate. Then, the physician completed the ipsilateral extension before proceeding to balloon the proximal neck and all overlaps and distal seal zone. The completion run showed that there was no endoleak, however the device was covering both renal arteries and had proximally migrated 15mm. Reportedly, the physician was unsure about the cause of the device migration. The patient did have what appeared to be a heavy calcium load in the aorta distal to the device flow divider. It was reported that the right renal artery was stented with a bentley begraft to restore the flow to the right renal artery. However, the left renal artery was unable to be accessed after both femoral and brachial attempts. The physician tried with an ir colleague to establish flow to the lra however they were unable to get a wire past the graft fabric which was covering the origin of the left renal artery. The patient has been discharged and the renal function seems to be stable with the 1-week post op. The patient will be doing another cta in the coming weeks.